Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. According to the patient, they experienced a skin reaction with methicillin-resistant staphylococcus aureus (mrsa) covering an unknown area of skin. There was no photo provided. There was no information of treatment or medical intervention provided. The patient declined to provide further information about the event. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).